Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a stonetome was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cutting wire broke during sphincterotomy. Reportedly, they attempted to cut through pancreatic head mass. In addition, no part of the device detached inside the patient. The procedure was completed with a second stonetome, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.